Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the rate/sense and shock channels. There was no atrial pacing lead implanted. The noise was oversensed, resulting in the storage of four non-sustained ventricular tachycardia episodes. Lead measurements were within normal range. A boston scientific technical services consultant reviewed a rhythm strip and discussed that the noise appeared to be electro-magnetic interference (emi), and suggested talking to the patient about what he may have been doing at the time of the episodes.

Manufacturer narrative:
It was later reported that pacing was inhibited during the episodes, at one point up to 4-5 consecutive beats. The patient was asymptomatic. No additional information is available. The device remains in service without further complication. Should boston scientific receive additional information related to this clinical observation, this event will be reopened and updated. Three years later, the device was explanted due to normal battery depletion and was replaced with another boston scientific ICD. The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted holes in the df- and v- seal plugs. All setscrews moved freely. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Lead impedance testing was performed, with normal measurements produced. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Laboratory analysis could not confirm the noise, oversensing, and inhibited pacing clinical observations. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug, and this can create accessory sensing pathways and potentially result in oversensing.